Event description:
A neuron delivery catheter 070 was pulled out of the packaging during a procedure. As it was passed into the sterile field, it was noted that the tip of the catheter was disfigured.

Manufacturer narrative:
Results: the distal portion of this catheter is flattened and stretched. Measuring from the distal tip, the first 5.6 cm of the catheter are flattened. From 5.6 to 11.4 cm proximal of the distal tip, the catheter is both flattened and stretched. This section shows an increase of more than 100% in the support coil separation pitch. Between 11.6 and 13.5 cm from the tip the catheter is flattened. A 0.070" mandrel was introduced into the hub end of the catheter and advanced distally. Forward motion stopped 13.5 cm from the distal tip. The catheter is non-functional. We attempted to introduce the distal tip of the catheter into a demonstration shipping tube. The tip was flattened and could not be inserted into the tube. Conclusion: the damage to the catheter tip noted in the complaint was confirmed. Given that the catheter could not be inserted back into the shipping tube, the damage to the catheter must have occurred after it was removed from its packaging.